Manufacturer narrative:
Investigation summary: one electronic photo and one d/l glidepath catheter was returned for evaluation. The photo shows a partial view of the glidepath catheter implanted into the patient body. Slight discoloration of both extension legs can be noted. Slight kinking of both extension legs can be noted. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The complaint sample was noted to have residue and discoloration throughout the catheter. The catheter was patent to infusion and aspiration. No leaks were observed throughout the catheter. Clamp marks were visible on both clamping sleeves. Therefore, the investigation is confirmed for the reported catheter discoloration and deformation issues. However, it is inconclusive for the restricted flow rate as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use and unconfirmed for the material opacification as more specific damage material discoloration was confirmed during sample analysis. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent a glidepath hemodialysis catheter which was inserted on 09-aug-2024 for dialysis use began showing signs of discolouration on 25-aug-2025. The catheter had been maintained using 2% chlorhexidine in 70% alcohol with a chg dressing, and locked with heparin 5,000 iu in 5 ml. No other external solutions or intravenous infusions were administered. It is on the lower portion of the catheter limb proximal to the hub. Ligh to dark black colour that seems to be inside the lumen of the catheter and doesn¿t dislodge when line was milked and external catheter limb was cleaned. Upon attempting access, staff observed sluggish flow and intermittent alarms related to fluctuating pressures during dialysis. Flushing did not resolve the issue, and the discolouration persisted. Small kink on blue limb was noted. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient went on glidepath hemodialysis catheter which was inserted on (B)(6) 2024 for dialysis use began showing signs of discoloration on (B)(6) 2025. The catheter had been maintained using 2% chlorhexidine in 70% alcohol with a chg dressing and locked with heparin 5,000 iu in 5 ml. No other external solutions or intravenous infusions were administered. Upon attempting access, staff observed sluggish flow and intermittent alarms related to fluctuating pressures during dialysis. Flushing did not resolve the issue, and the discoloration persisted. There was no reported patient injury.